Event description:
I am one of many refractive eye surgery patients who have lost partial or total vision after surgery. I had rk in the 1990s, and now am nearly night blind, have dry eyes, and worsening vision. I have starbursting, halos, lost depth perception. I am sensitive to light, and have pain. I want the FDA to stop allowing doctors to butcher the corneas, as they always have complications. It may not happen for years, but it does happen. I had good vision for ten years, now my vision has overcorrected and I have severe irregular astigmatism.